Event description:
Complainant alleged that the staff was attempting to monitor a pt (age and gender unknown) using a three lead ECG electrode, while transporting the pt from one floor to another floor. The complainant alleged that the device shut off within five minutes of monitoring the pt. The clinician turned the device to off and then on and the device powered up until the transfer was completed. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.